Event description:
It was reported that during programmed replacement of the patient¿s implantable neurostimulator (ins), intra-operative testing of the lead with an external neurostimulator revealed a high impedance of 32,000 ohms on electrode #4. Damage was reportedly detected at the end proximal to the extension while removing the lead. The patient¿s system was subsequently replaced. It was also stated that the patient had been receiving less than 50% therapy relief. The patient was receiving effective therapy following lead replacement. Follow-up information received reported that the patient¿s ins was ¿near the end¿ and the physician therefore decided to replace the system. The physician reportedly decided not to use an adaptor since the patient was ¿slim¿. Attached telemetry strip from an interrogation session on (B)(6) 2013 indicated that a high impedance of > 4,000 ohms was measured on electrode pair 4,c. Interrogation of the patient¿s system on (B)(6) 2014, after the replacement, showed all impedances were within normal range. The physician was going to gradually increase the amplitude. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3387, serial# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead found no significant anomaly. The body was cut through and segmented. The outer insulation was torn under the #0 connector sleeve.